Event description:
Complex patient had a PICC line placed (B)(6) 2014. Four days later, the patient exhibited right chest wall swelling. According to the inserting clinician the insertion procedure was with the use of ultrasound and the PICC was in the appropriate location in the distal svc. On (B)(6) 2015, follow-up from the hospital indicated that the patient had an embolization and arteriogram of the right arm. The interventional radiologist stated in his report "I suspect attempted recent PICC line accidentally punctured the artery with wire perforation of this small branch in the attempt to advance the wire centrally. Because of anticoagulation, this was not responding well to typical conservative treatment". The inserting nurse did attempt the PICC line insertion two times. The first attempt was into the basilic vein with the second attempt and catheter placement into the brachial vein. There is conflict between the physician's opinion and the inserting PICC nurse's indication of what happened during the procedure. The PICC nurse team manager who made navilyst medical aware of this event did not do, so because it was believed that a product malfunctioned, but because additional intervention was required. The patient conditions is reported as "stable." The device is not being returned.

Manufacturer narrative:
A review of the device history records were performed for the indicated packaging and component lots for any deviations related to the reported defect of the complain. The review confirms that the lots met all material, assembly and performance specification. The (B)(6) 2014 navilyst medical complaint report was reviewed for the product family of xcela PICC and the failure mode "patient injury." No adverse trend was indicated. The hospital's reported description of a PICC accessory accidentally puncturing the vessel wall cannot be confirmed due to the nature of this event. The hospital did not file a complaint regarding the performance of the PICC device or accessories used during the placement procedure. No sample was returned. Based on the information provided in event description, potential contributing factors for this event may be catheter positioning techniques used during the placement procedure and/or patient anatomy.